Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. There was no reported impact to the customer's blood glucose level. The cartridge was reloaded, alarm was successfully cleared, and insulin deliveries were resumed.